Event description:
Customer reportedly obtained a result of 102mg/dl on the device while a doctor's device read 222mg/dl. No treatment received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.